Manufacturer narrative:
E1: patient city (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that infusion cannula was bent which led to hyperglycemia within one day of use. Infusion set was placed in thigh. High blood glucose level was 402 mg/dl and treated by insulin pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.